Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 03sep2019. The manufacturer's field service engineer (fse) performed troubleshooting with the customer. The fse reviewed the event log and found the alarm happened after changing hip from 15 to 10. The hip alarm recorded along with a low leak and low min vent alarm. Hip alarm was set to 50. The fse suggested discussing the patient and alarms with rt that was with the vent and advised the customer to perform full performance verification test. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that a high pressure alarm occurred. The device was in use at the time of the event; however, there was no patient harm. The manufacturer's field service engineer (fse) also found alarms recorded along with a low leak and low min vent alarm.